Event description:
It was reported that the patient had a loss of therapeutic effect. After he was implanted, the patient had about a week of no headaches. The patient felt stimulation but just not in the correct area. He would like to have reprogramming done and had an appointment set with his physician. He had been in the hospital every day this week because of his headaches. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).